Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the due to the damage to the blade, it was confirmed that the device was non-functional. The hand-activated buttons were tested and funtioned properly. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruments during use."

Event description:
It was reported that during the gastric bypass procedure, the device displayed an error code 5. Another device was used to complete the case. There was no harm to the patient.